Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had stuck button alarm and screen went blank again blinking red. The customer¿s blood glucose level was unknown. The customer was stop troubleshooting. Customer stated that they are unsure if they pressed a button down for 3 minutes or longer. Customer stated that they were able to clear the alarm. The customer was stop troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.